Manufacturer narrative:
This supplemental report is being submitted to provide the date new information was received and the type of report. Provide the type of reportable event, provide the type of follow-up, update the event problem and evaluation codes and provide additional manufacturer narrative. After several attempts were made to obtain the catheter referenced in the initial report, it was not returned to siemens for investigation. According to engineering, based on trend analysis, the probable cause of the reported phenomenon could be stack damage or saline contamination due to user error. (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that when the catheter was connected to the ultrasound system, a "no transducer" error message was displayed. There was also no image. The user rebooted the ultrasound system but the reported issue was not resolved. After the user replaced the catheter, the problem disappeared. The unspecified procedure was completed wih no report of patient adverse event. Multiple attempts were made via email to obtain additional information regarding the reported phenomenon but with no results.